Event description:
Per hospital staff, when patient brought driver back to hospital it was found to have a broken jack for the power adaptor.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms recorded in driver's data file. Visual inspection of external components found a broken 7 pin connector on the external power to main pcb cable, confirming the reported complaint. Visual inspection of internal components found no abnormalities. Freedom driver was only able to be tested for functionality where the power adaptor was not in use as there was no electrical connection between the driver and the power adaptor. Outside of this, the driver functioned normally and did not exhibit any evidence of a device malfunction. The driver was able to be tested with the power adaptor taped into place and again exhibited no malfunction. Failure investigation for this complaint confirmed the reported issue during visual inspection. The customer complaint was not replicated during testing as the component was already found to be broken; the root cause of the reported issue was determined to be a broken freedom external power to main pcb cable and 7 pin connector. The cause of the broken component was unable to be determined. Failure investigation identified no test failures or other damage that could have contributed to the complaint. Patient was switched to a backup driver with no reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, when patient brought driver back to hospital it was found to have a broken jack for the power adaptor.